Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2021. During preparation, the handle detached from the sheath, therefore the basket could not be fully opened for use. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2021. During preparation, the handle detached from the sheath, therefore the basket could not be fully opened for use. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device problem code a0501 captures the reportable event of handle detached. Device problem code a0406 captures the reportable investigation finding of side car-rx pushback. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation observed the sheath was detached from the heat shrink and was buckled. Dimensional inspection confirmed the sidecar rx was pushed back out of specification. Functional inspection found the basket couldn't be extended due the detachment of the sheath. The basket was taken out manually to see its condition it was noted there was evidence of waste found in the device. The reported event was not confirmed. Based on all available information, it is most likely that during the opening of the basket the device presented difficulties or resistance that may have been caused by anatomical factors, the technique applied, and/or some support device. Once the device presented these difficulties, the user may have applied some force on the handle causing a tough movement within the heat shrink and the sheath. This ended detaching the sheath and causing it to buckle. Its possible that the push back of the sidecar rx be related to the same tough movement. Therefore, the most probable root cause for the investigation findings is adverse event related to procedure.